Event description:
The customer contacted stryker to report that buttons on the main keypad on their device were inoperative. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's main keypad assembly to resolve the issue, and after observing proper device operation through functional and performance testing the device was returned to the customer for use.